Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger; implant date ; explant date brand name specify; product ID 39565-65 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2013; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient is having a very difficult time getting their device to pair and charge. Patient said they have to charge every other day. Pt reports last night reset the whole thing and was still not charging. Patient tried tightening the belt but that did not resolve the issue. Pt states back in dec they started having issues charging. Patient lost 100 pounds and thinks with losing weight the implanted neurostimulator has shifted a little bit in the skin. Pt states the battery just pops up and you can see the ins. Pt states they have their belt so tight they get sick to their stomach. Pt stated their rtm gets hot. Pt states since march when they got device reprogrammed this all got worse. An email was sent to the repair department to replace the device. Pt also reported 3 electrodes are burnt out. Patient lost 100 pounds and thinks with losing weight the ins has shifted a little bit in the skin. Patient had a reprogramming done in march and it was determined that the electrodes that should go down to the toes are not working so they had to reprogram it to go around the electrodes to get into the feet and into the toes. Pt stated they get bursts of energy which feels like sharp pains to their toes which is painful but that is the only way to get stim to toes. Patient mentioned if they put it too low their toes burn and if they put it too high it feels like they need to bend over because it is so painful. Agent directed to hcp on the next steps. Additional information was received from the manufacturer representative (rep). Rep reported that they were not made aware of the rtm heating issue, but were notified of the electrode impedance issues on 2024-apr-02. The cause of the issues were unknown as the patient did not report any falls or trauma to the rep. Rep noted charging behaved normally when they were with the patient in office. Rep reprogrammed the patient and did not activate electrodes with out of range impedances. At the time of the appointment, the patient reported getting good coverage. The information has been confirmed with the physician account.

Manufacturer narrative:
Please note, h6 code b17 no longer applies to this report. H3. Analysis of the returned recharger (serial # (B)(6) found that the recharger never got hot after running it for 10 minutes; however, a no device found message was observed. H6. Please note, codes b01, c040102, and d01 apply to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.